Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that syringe 10ml ls emerald had foreign matter inside. The following information was provided by the initial reporter: complainant found a piece of plastic inside the syringe.

Manufacturer narrative:
H6: investigation: to aid in the investigation of this issue, the affected sample was returned for evaluation by our quality engineer team. Through examination of the sample, a piece of plastic was found inside the blister packaging. The foreign matter has been identified as a small piece of broken flange component from another syringe. The broken component resulted due to incorrect alignment within the assembly process and was introduced to the following syringe product.

Event description:
It was reported that syringe 10ml ls emerald had foreign matter inside. The following information was provided by the initial reporter: complainant found a piece of plastic inside the syringe.